Event description:
It was initially reported that the patient had experienced a small fluid mass at the incision site, catheter placement incision. X-rays had been performed. The distal portion of the catheter had migrated/dislodged. As a result, a revision of the distal catheter was performed and a distal catheter was spliced onto the existing catheter. The explanted portion was discarded and will not be returned. This device system delivered morphine. However, it was also reported that the catheter was intact, no revision was necessary and there was a spinal fluid leak at site per the physician. Further, noted that there were no catheter issues rather it appeared to be a cerebral spinal fluid leak. The only patient symptom was a fluid filled bump at the back incision.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).